Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(4) 2014. Inratio inr: 1.4. Lab inr: 3.8. The time between testing was unk, however testing was performed on the same day. Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.